Event description:
A notification was received via impact study noting that the patient experienced ventricular tachycardia and device suction issues during impella support. The patient was administered an amiodarone bolus. Additionally, the impella performance was reduced for the ventricular tachycardia. The support was completed successfully and the device was weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.